Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a cuff roll was noted on the balloon upon removal. No additional medical intervention was necessary. The catheter was initially inflated w/ the tray syringe, indwelling time was unknown. The catheter balloon was allowed to deflate on its own with no aspiration.